Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: mayer s, welter j, papillo d, fischer j, guessoum c, lutz a, müller am, hess f. Does using a low-profile inlay in a grammont-style shoulder prosthesis decrease the risk of scapular notching? Arch orthop trauma surg. 2025 jul 21;145(1):380. Doi: 10.1007/s00402-025-06001-9. Pmid: 40689992. Objective/methods/study data: the purpose of the study is to investigate the effects of a low-profile inlay on range of motion and the incidence of scapular notching and shoulder dislocation. Between june 2016 to august 2021, 120 patients (65 females & 55 males; mean age: 74 (±8)) with 123 prostheses [low-profile (n=88) or standard (n=35) inlay] who underwent elective reverse shoulder arthroplasty for a rotator cuff tear or primary omarthritis were included in this study. The implant used in this study was the delta xtend¿ system (depuy synthes, warsaw, in, USA). They formed three groups depending on the amount of inferior overhang of the glenosphere over the natural inferior border of the glenoid (low < 3mm, medium 3-6mm, high >6 mm). The deltopectoral approach was used in all cases. Follow-up continued for two years postoperatively. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: depuy delta xtend¿ system. Adverse event(s) and provided interventions possibly associated with unk shoulder glenosphere delta xtend & unk shoulder humeral cup delta xtend (qty 1): (n=1) dislocation with a standard inlay; no treatment reported. Adverse event(s) and provided interventions possibly associated with unk shoulder metaglene, unk shoulder locking screw, unk shoulder locking screw (qty 1): (n=1) loosening of the glenoid occurred in one shoulder: treated with a low-profile inlay, required revision surgery. Adverse event(s) and provided interventions possibly associated with unk shoulder humeral stem delta xtend & unk shoulder proximal body global (qty 7): (n=7) unknown component loosening; no treatment reported. Adverse event(s) and provided interventions possibly associated with unk shoulder construct delta xtend (qty 150): (n=3) wound infection; no treatment reported. (N=2) insufficiency fracture of the acromion; no treatment reported. (N=1) traumatic scapular fracture; no treatment reported. (N=2) hematoma; no treatment reported. (N=2) nerve palsy; no treatment reported. (N=2) painful os acromiale; no treatment reported. (N=57) sirveaux (notching); no treatment reported. (N=81) ossifications; no treatment reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.